Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted because it caused vaginal infections, painful and embarrassing sexual relations with their spouse, recurrent vaginal discharge and odor. Vaginal pain, increased incontinence after implant, continued self-catheterization and permanent nerve and tissue damage in the vaginal wall. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specs and co is unable to determine the specific relationship of the device to the event.